Event description:
It was reported that the customer's pump malfunctioned after she had x-rays while wearing the device. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer was instructed to use multiple daily injections as a backup therapy until the replacement pump, which was to be sent with updated software, could be delivered. Comprehensive instructions for returning the faulty pump and setting up the new one were provided, and the customer acknowledged understanding them.